Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to a total abdominal hysterectomy procedure, the blade suddenly broke and the blade had been removed from the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.